Event description:
New information reported stated that the device was explanted on (B)(6) 2016. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing atrial flutter. Upon interrogation, the pulse generator exhibited intermittent atrial undersensing. The device was reprogrammed and the patient was noted to be in stable condition. No additional information was available at this time.